Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: australia.

Event description:
It was reported that towards the end of an arthroscopic shoulder procedure, the tip of the dynablator had broken off inside the patient. Surgeon looked inside the patient for piece(s) that separated from dynablator, staff inspected suction channel and line and could not locate it/them. There was no patient harm/injury reported. The medical professional indicated that an unanticipated surgical complication occurred. There was a surgical delay of 30 minutes, and the surgery was completed with another device. Due diligence is complete, no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Visual inspection of the device found the ceramic tip was heavily worn and discolored and the end of the tip was broken off. There was also heavy wear and scratching around the metal sheath. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.